Event description:
Customer called to report the insulin pump alarmed for button error while sleeping. Blood glucose reading was 54 mg/dl. The customer will treat with juice. No significant events were recalled leading up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The functional tests could not be performed due to the unresponsive buttons. The insulin pump had minor scratches on the display window, a cracked case at the reservoir tube window corners, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)